Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The speed control potentiometer, catalog 10-60-59, is a component of this system. The incident occurred at (B)(6) hospital, (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed due to a recent change in sorin group deutschland's medwatch reporting criteria and subsequent review of past complaints to the new criteria. During an ECMO procedure, the clinician attempted to adjust the pump flow rate. The dropped to zero. The clinician could not set the desired flow. The pump was changed out. The clinician later tested the pump and found an error code e000002. A sorin service representative investigated the pump and found that the speed control potentiometer appeared to have a 'dead spot'. The speed control potentiometer was returned to sorin group (B)(4) for investigation. Visual inspection of the returned potentiometer showed no abnormalities. The electrical testing of the part reproduced no failures. The returned potentiometer was installed in an s3 roller pump and an operational check of the pump was performed. The described fault could not be reproduced. The speed control potentiometer showed no mechanical damage. Sorin group (B)(4) could not re-create the problem. The facility filed a vigilance report with the (B)(6) health authority. This medwatch report is filed as a result of this action.

Event description:
During an ECMO procedure, the clinician attempted to adjust the pump flow rate. The speed dropped to zero. The clinician could not set the desired flow. The pump was changed out. There was no report of patient injury.